Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "device alarms with high priority technical event: 231009 (alarm blower speed low) due to defective blower. (2) health impact: no clinical signs, symptoms or conditions and no health consequences or impact, were reported.

Manufacturer narrative:
Device alarms with high priority technical event: 231009 (alarm blower speed low) during ventilation of a patient. No harm to the patient was reported. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective blower module. After replacing the blower module, the device was released back into use.